Event description:
Plaintiff administered insulin to one of the inmates who was hiv positive and hepatitis c positive. Plaintiff withdrew the needle from the pt's skin with their right hand and proceeded to use their left hand to bring down the safety sheath/barrel on the safety-lok syringe and needle. The safety sheath/barrel jammed causing their hand to slide up the needle and resulting in a prick to their left index finger. Plaintiff was taken to the hospital were they were treated for their needlestick to their left index finger and was started on the hiv post-exposure prophylaxis.